Event description:
Product information was received.

Manufacturer narrative:
(B)(4).

Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Coil breaks were identified in the positive and the negative lead coils. Scanning electron microscopy images of both the positive and the negative the lead coils show that pitting or electro-etching condition have occurred at the break locations. Also, the positive coil has pitting at the abraded opening located at 1-1.3cm past the electrode bifurcation. However, due to metal dissolution, mechanical distortion and/or surface contamination the fracture mechanism of the broken ends cannot be ascertained. Scanning electron microscopy images of the positive coil at the lead body abraded opening show that pitting or electro-etching condition have occurred at the tubing opening location. Dried body fluid and abraded opening were observed in both the inner and outer tubing. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
.

Event description:
High lead impedance of 7100 ohms was reported to have been observed for patient's device. Additional information was received on 10/13/2016 that the device is still displaying high impedance when diagnostics are performed. The patient is being referred for a surgical consult for a potential replacement. Diagnostics indicated that an output current of 0.75 ma is being delivered to the patient which is not the full output current that the patient is set to. Since the device is still delivering current and there are no current patient adverse event, the physician elected to keep the device on till it is replaced. X-rays are being taken of the patient. No known surgical interventions have occurred to date. Additional relevant information has not been received to date.

Event description:
Patient underwent prophylactic generator replacement and lead revision due to high impedance/lead fracture on (B)(6) 2016. The explanted generator and lead were received on (B)(6) 2016. Analysis is underway but has not been completed to date.